Event description:
The consumer was near the edge of a pool when the caster allegedly snapped, causing the consumer and chair to go into the pool. The chair was allegedly repaired by the dealer and is still in use. No injury is alleged.

Manufacturer narrative:
RMA (B)(4) has been issued for the return of the device. The wheel chair model is trex20r and the serial number [sn] is (B)(4). The device is 6 months old. The consumers experience using and the device is unknown. Invacare provides a user manual pn 1110546 rev g - 02/11 for all consumers. It is unknown if the consumer has fully read and understands the user manual. The following warnings are provided to prevent possible breakage of casters. On page 11 there is a warning for the consumer to read and understand the user manual. "Warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. A qualified technician must perform the initial set up of this wheelchair. Also, a qualified technician must perform all procedures specifically indicated in the manual" it is unknown if the consumer was using anti tippers. Tipping may cause undue pressure on the casters and may cause them to snap. On page 12 the following warning applies: "warning - anti-tippers are specific to the different seat-to-floor angles and/or seat-to-floor heights. Refer to the chart in this section of the manual for correct usage and adjustment. If these requirements cannot be achieved, do not use the wheelchair. Contact a qualified technician. If changing the seat-to-floor height with or without a change to seat-to-floor angle, the correct anti-tippers must be used to maintain a 11/2 to 2 inch ground clearance. If so equipped, anti-tippers must be attached at all times. Inasmuch as the anti-tippers are an option for 0° or 3° on this wheelchair (you may order with or without the anti-tippers), invacare strongly recommends ordering the anti-tippers as a safeguard for the wheelchair user. Anti-tippers must be fully engaged and release buttons fully protruding out of adjustment holes. Always use anti-tippers. When outdoors on wet, soft ground or on gravel surfaces, anti tippers may not provide the same level of protection against tip over. Extra caution must be observed when traversing such surfaces. Ensure both anti-tippers are adjusted to the same mounting hole." It is unknown if the consumer followed the page 13 general warnings. "Warning - to determine and establish your particular safety limits, practice bending, reaching and transferring activities in several combinations in the presence of a qualified healthcare professional before attempting active use of the wheelchair. Avoid storing or using the wheelchair near open flame or combustible products. Serious injury or damage to property may result. Do not stand on the frame of the wheelchair. Do not use the footplate as a platform. When getting in or out of the wheelchair, make sure that the footplates are in the upward position. Always use the handrims for self-propulsion. Inasmuch as the handrims are an option on this wheelchair (you may order with or without the handrims), invacare strongly recommends ordering the handrims as an additional safeguard for the wheelchair user. Invacare recommends that a non-folding device be installed to keep the wheelchair from being folded when left unoccupied in a public place. Do not operate on roads, streets or highways. Do not allow children to play on or operate the wheelchair. Do not operate on soft surfaces such as sand, grass, or gravel. Do not overtighten hardware attaching to the frame. This could cause damage to the frame tubing. It is unknown if the consumer was using the seat positioning strap. It was alleged that no injuries occurred. It is unknown if the consumer can swim. On page 15 there is a warning for this: "warning - always wear your seat positioning strap. Inasmuch as the seat positioning strap is an option on this wheelchair (you may order with or without the seat positioning strap), invacare strongly recommends ordering the seat positioning strap as an additional safeguard for the wheelchair user. The seat positioning strap is a positioning strap only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, strap must be replaced immediately. With regards to seat/chest positioning straps - it is the obligation of the dme dealer, therapists and other healthcare professionals to determine if a seat/chest positioning strap is required to ensure the safe operation of this equipment by the user. Serious injury can occur in the event of a fall from a wheelchair. The stability of the wheel chair is unknown. There is a warning for maintaining a stable wheel chair on page 16 - stability all models - "warning -the seat depth, size/position of the front casters, size/position of the rear wheels, use of anti-tipper model, as well as the user condition directly relate to the stability of the wheelchair. Any change to one or any combination of the seven may cause the wheelchair to decrease in stability. These adjustments must be performed by a qualified technician. The various seat-to-floor heights require specific settings depending on rear wheel size, rear wheel position, front caster size/position and desired seat-to-floor angle. These adjustments must be performed by a qualified technician." The weight of the consumer is unknown. It is unknown if there was additional loading on the device at the time of the castor braking. The weight limitation on the device is stated on page 16. " the tracer ex2 has a weight limitation of 250 pounds (114 kg)."